Event description:
It reported that catheter stuck in lesion occurred. An opticross hd imaging catheter was selected for procedure. The catheter got stuck in the lesion and could not move forward. The procedure was stopped and there was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection of returned product revealed that the sheath and imaging window were observed kinked. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The guidewire exit port was found damaged (deformed/lifted). During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It reported that catheter stuck in lesion occurred. An opticross hd imaging catheter was selected for procedure. The catheter got stuck in the lesion and could not move forward. The procedure was stopped and there was no patient complications reported.